Manufacturer narrative:
H11 : patient city: (B)(6). Patient country: australia.

Event description:
Reference number (B)(4). Event occurred in australia. On (B)(6) 2024, it was reported by the patient that infusion set tube was kinked. No further information was available.